Event description:
Procedure: spinal hernia. Reportedly, the device "flamed out" during surgical procedure. There was no indication of whether the "flame out" occurred with the generator or with an accessory being used with the generator. There were no reported injuries to the patient or the staff. According to the facility the preliminary report indicated the exit capacitor located in the electronic card psrf was damaged. There were no signs of internal or external device manipulation, and there were no foreign substances found. Note: additional information was not available from the international account. The account did not indicate the generator was being sent back for evaluation.